Manufacturer narrative:
The device was reportedly discarded and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified anterior tibial artery. During advancement of a 014 whisper extra support guide wire it met resistance with anatomy and the tip separated. It was attempted to snare the tip; however, was unsuccessful and it was decided to embed the tip into the vessel. A command guide wire was used to successfully complete the procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined the reported difficulty to advance and tip separation appear to be related to operational circumstances of the procedure. In this case, it is likely that during advancement against resistance, the tip of the guide wire became damaged resulting in the reported tip separation. Additionally, the reported treatment appears to be related to the operational context of the procedure as unsuccessful attempts were made to snare the tip; however, the tip was embedded into the vessel. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9: updated from yes to no.